Event description:
It was reported that a pt had experienced "different signs and symptoms", which included episodes of seizures. Per the reporter, the seizures were noted to typically occur just before or just after the pt's pump refill. Additionally, the pt was noted to have had some episodes where he "seemed to be in withdrawal" and then "all of the sudden seem overdosed" where he would sleep for many hours at a time. The signs of withdrawal that the pt displayed were "mostly return of tone and overall discomfort". The pump contained lioresal intrathecal at a concentration of 2000 mcg/ml and a daily dose of 315 mcg/day. A (B)(4) study was completed on (B)(6) 2011 and revealed no catheter migration or dislodgement, but the tip of the pt's catheter was at c2; the physician felt it should be moved down. It was also noted that a (B)(4) study was performed, but no results were provided. The physician referred the pt for a catheter revision. A different physician replaced the entire catheter on (B)(6) 2011. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).